Event description:
After firing a stat-let auto safety lancet to obtain blood from a patient, a nurse in the hospital in (B)(6) noticed that the lancet failed to retract back into the body of the device.

Manufacturer narrative:
No remedial action was taken as a result of this reporting. Due to other issues stat medical was no longer purchasing product from the contract manufacturer (B)(4). We terminated our relationship with (B)(4) in january 2007 and had moved the manufacture of the stat-let auto clinical safety lancet to another manufacturer where there was greater control of the manufacturing process.